Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows a broken and detached suture capture. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per report all the broken upper jaw was retrieved from the patient and imaging was done to confirm this. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal procedure, surgeon was using an 8.0mm cannula to avoid soft tissue, and opened a firstpass mini left, but upon withdrawing the device the upper jaw snapped in half. This was removed with a grasper. Backup device was available to complete the procedure. Surgeon performed xray post case and determined there was no debris left in the knee. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found the following statement, "as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure." A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.